Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed and attributed to a previously fired staple cartridge. However, the previously fired staple cartridge was not returned for evaluation preventing co from reliably determining the exact cause for the difficulty reported.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the knife blade jammed half way up the cartridge when the instrument was fired. No pt injury was reported.